Manufacturer narrative:
The device was returned and a physical investigation was performed. Based on the investigation performed, the reported balloon loss of pressure was caused by a taper to taper tear in the balloon. Based on the information provided and the investigation performed, the cause of the tear could not be conclusively determined. The review of the lhr (lot f1109008) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the right common femoral artery (cfa) via a 6f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess the suitability of closure. Post procedure, the physician who is a trained user of the mynx, chose the device to close the access site. It was reported that when the physician retracted the balloon against the tip of the sheath, the balloon lost pressure. The physician removed the device, prepped and deployed another mynx. Hemostasis was successfully achieved with the second mynx device. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.